Manufacturer narrative:
The technician found the casters were worn and could not be adjusted. The technician replaced the casters to repair the stretcher.

Event description:
Information received indicates the brake will not hold.